Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described as due to bacteria (not further specified). On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, frequency and route of administration was not reported). It was not reported if the patient was hospitalized for the event. On unreported date(s), dianeal therapy was discontinued, the peritonitis was resolved, and the patient was recovered from the event. No additional information is available.